Event description:
Customer reported the panorama central station had intermittent communication drop out, which may have resulted in loss of telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company presentative evaluated the system. Problem was corrected once the source of the dropout was identified.